Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right atrial (ra) lead exhibited undersensing and loss of capture due to a dislodgement. A revision procedure was performed where the ra lead was successfully repositioned. The lead remains in service and no additional adverse patient effects were reported.